Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the antibacterial coating on the magic 3 catheter was very rough and felt like "sand paper" even with the lubricant. No patient impact was reported.

Event description:
It was reported that the antibacterial coating on the magic 3 catheter was very rough and felt like "sand paper" even with the lubricant. No patient impact was reported.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation noted 5 unopened magic 3 intermittent catheters returned. All samples were opened and no abrasions, rough spots, or any other deformities were noted on the catheters' surfaces. All samples felt normal and sturdy. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿the catheter is intended for urinary bladder drainage in adult males and females requiring catheterization for management of incontinence, voiding dysfunction, and surgical procedures .efficacy of the catheter in preventing urinary tract infection during intermittent use has not been established. The device is not intended to be used as a treatment for active urinary tract infection. Please contact your physician to determine which product options are best for you, paying close attention to product warnings/ precautions and adverse reactions. Active ingredient: the catheter has a surface concentration of 10.2 +/- 2.0 micrograms nitrofurazone (5-nitro-2-furaldehyde semicarbazone) per mm2 of total catheter shaft area. The silicone layer on the outer surface of the catheter is impregnated with nitrofurazone. The nitrofurazone elutes into the urethral-catheter boundary producing local anti-microbial activity. Nitrofurazone is not significantly absorbed through the urethra for the period of 12-24 hours.1 warning: catheter reuse: this is a single use device. Do not reuse. Reuse of a single use device increases the risk of catheter acquired urinary tract infection. Contraindications: do not use in individuals with known sensitivity to nitrofurazone. Precautions: general: the following adverse events may be associated with the use of urethral catheters: infections, paraphimosis, urethral tear or creation of false passages, urethral strictures, eatal stenosis, urethral damage, bleeding, bladder spasms, bladder damage, catheter blockage, and leakage. Use of certain antimicrobial agents may allow overgrowth of non-susceptible organisms including yeast and fungi. If this occurs, or if irritation, sensitization or superinfection develops, discontinue use and institute appropriate therapy. Pediatric use: safety and effectiveness in children has not been established. Pregnancy: pregnancy category c: nitrofurazone has been shown to have an embryocidal effect in rabbits when given in oral doses thirty times the human dose. There are no adequate and well controlled studies in pregnant women." Correction: d10, h3.